Manufacturer narrative:
Concomitant product: mastergraft (therapy date unknown). (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This patient has undergone multiple fusion surgeries using rhbmp-2/acs. Refer to manufacturer report # 1030489-2013-02767 for additional details. Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a ls-l3 transforaminal fusion using rhbmp-2/acs with a peek cage, mastergraft and calcium pyrophosphate graft. The patient was subsequently diagnosed with "injuries including but not limited to, ectopic bone growth, an in flammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries". The patient has required extensive medical treatment. Reportedly, the patient has "never recovered from her surgery involving rhbmp-2/acs, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living".

Manufacturer narrative:
Add'l info.

Event description:
It was reported that on (B)(6) 2010, patient presented with following pre-op and post-op diagnosis: status post stage 1 deformity correction surgery with l2 to pelvic fixation and fusion for flat back deformity; and underwent following procedure: right l2-3 mini open retroperitoneal approach to the lateral lumbar spine at l2-3; l2-3 discectomy with preparation of the l2-3 endplates for arthrodesis; l2-3 direct lateral interbody fusion with peek cage, bmp and graft calcium pyrophosphate graft extender; electromyography monitoring and stimulation; added degree of difficulty given the large body habitus making the approach and exposure difficult. As per op notes: ".. A 10 x 45mm length trial spacer fit nicely into the disc space. This was confirmed with both ap and lateral fluoroscopy. Therefore, a peek cage measuring 45 x 10mm lordotic was instilled with bmp and graft and then tapped into position at the l2-3 disc space. This was confirmed in good position with ap and lateral fluoroscopy.. No complications were reported.."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.